Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a missing knob and bent shaft, the lower knob was missing and the dial was pushed into the upper case. It was additionally noted that the battery drawer was sticking intermittently and that the hanger assembly was missing. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's knob was missing and its shaft was bent. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.